Event description:
Caller states the comfort curve strip vial has the expiration date 5/31/07 printed on the vial label. Manufacturer has the expiration date as 5/31/04. No adverse event reported. Requested return of suspect vial and replacement was sent. No information provided to indicate where issue was discovered.

Manufacturer narrative:
Suspect device: comfort curve strip vial.